Event description:
It was reported that pump display had pixel issue that prevented customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while CTS arranged replacement pump.